Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing and the complaint investigation. The device was not returned to olympus for inspection. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during service / maintenance, the colonovideoscope tested positive for over 80 colony forming units (cfus) of aerob-mesophil germs. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.